Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to low blood glucose. It was stated that the customer was found two days after passing, and her blood glucose level of 200mg/dl was registered in the blood glucose meter when found. It was stated that the customer was wearing the insulin pump at time of death. No further info was provided.